Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump shut off multiple times and had to rewind. Customer stated insulin was flowing when they did the rewind/prime process. Blood glucose level at the time of the incident was 314 mg/dl. Customer declined troubleshooting. The insulin pump was replaced/returned for analysis.